Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced a floating infusion set which led to elevated blood glucose levels event on (b(6) 2026. The patient's blood glucose level increased to 300mg/dl and was attempted to treat with correction via bolus administration. No further information available.